Event description:
An end user reported two open red areas beneath mass with the approximate size of a nickel at six o'clock position which is draining clear fluid and has occasional bleeding.

Manufacturer narrative:
Based on the available information this event is deemed a serious injury. Additional information was received which stated the end user went to wound care center nurse, who stated she may have systemic involvement of her ulcerative colitis and referred her to a dermatologist who biopsied and injected kenalog into the wounds. The end user also reported she has been self treating with stomahesive powder, calcium alginate, duoderm and flurocinolone cream from unrelated previous prescription. It was recommended to the end user to follow up with her dermatologist. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. A return sample for evaluation is not expected. Reported to FDA on (B)(4), 2014.